Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and underwent transfusion ("blood transfusion") and oophorectomy ("oophorectomy"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, transfusion and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, oophorectomy, pelvic pain, transfusion, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: blood transfusion was added as a event. Lawyer was added. Hospitalization was ticked on the event of pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". Concomitant products included: ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). And underwent transfusion ("blood transfusion") and oophorectomy ("oophorectomy"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, transfusion and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, oophorectomy, pelvic pain, transfusion, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff did not undergo essure confirmation test". Concomitant products included: ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). And underwent transfusion ("blood transfusion") and oophorectomy ("oophorectomy"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, transfusion and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, oophorectomy, pelvic pain, transfusion, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: blood transfusion was added as a event. Lawyer was added. Hospitalization was ticked on the event of pelvic pain. String generated by auto-narrative. Do not modify. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Events : abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Severity of events (pelvic pain and abdominal pain) were added. Reporter and reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. New events added: plaintiff did not undergo essure confirmation test. Concomitant drug and reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2009, to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.